Manufacturer narrative:
(B)(4). Review of operative notes confirms that the patient underwent a left iliopsoas tendon release. Diagnosis both pre and post op is iliopsoas tendon bursitis of left hip. Surgeon performed iliopsoas tendon release. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04867, 0001825034-2018-04869, 0001825034-2018-04871.

Event description:
It was reported that approximately 4 3/4 years post implantation, a patient had complaints of pain and discomfort localized to the groin and exacerbated by flexion maneuvers. Patient received relief with iliopsoas injection. Subsequently, patient underwent release of the iliopsoas tendon due to iliopsoas tendon bursitis. Attempts have been made and no further information has been provided.